Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump by adjusting the cable. Customer's blood glucose value was between 132 mg/dl. Replacement cable was sent to customer.